Manufacturer narrative:
It cannot be determined at this time that depuy spine / acromed hardware was implanted in the pt. The term harrington rods and screws is a generic term for implants used in spinal correction techniques developed by dr (B)(6). The implants have been in vivo for 16-years. Cause cannot be attributed at this time however breakage is likely related to cyclical loading of the implants over time. No further info is available at this time. A letter was sent to this pt requesting more details.

Event description:
Pt sent a letter to depuy spine claiming he was implanted with depuy spine products in 1989. He reports that implants to be harrington rod + screws. Pt reports that he developed pain last year and that x-rays show that the rod is bent and the screws displaced. Pt stated that he now requires another procedure.